Event description:
Health professional reported two days after injection in the "vale of tears, upper lip and vertical lines on the side of lip and corners" with juvederm ultra plus xc, pt became "dissatisfied with the treatment as the dark circles were more pronounced, has an aging appearance" and developed a "perceived embossed" on the lower eyelid. Per the healthcare professional, the pt was treated with "radiofrequency sessions" to prevent permanent injury or impairment of a body structure or function. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of skin discoloration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. No deviation, anomaly, change or complaint in connection with this complaint were recorded. The sterilization cycle is registered as conforming. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: staining or discoloration of the injection site.